Event description:
During a coronary stent procedure, the wire was accidentally pulled back past the stent, and attempts were made to repass the wire. The wire became entangled in the stent and fractured into two pieces. The wire was removed. The tip remained embedded in the stent. Another guiding wire passed through the stent and the stent successfully dilated with a balloon catheter. The pt was on heparin overnight. Pt status is listed as "ok." The physician stated tyhat the wire was not at fault.

Manufacturer narrative:
Returned product analysis revealed the tip of the wire was kinked, twisted and fractured. The observed wire damage is consistent with the reported stent difficulties. The cause of the wire damage could not be determined. The distal polymer coating and wire tip were not returned for analysis.